Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 cubie pocket b3 failed to open despite multiple recovery attempts, including soft and hard reboots, with no resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that cubie pocket b3 failed to open upon customer request. The fse removed all cubie pockets from the drawer and found debris beneath the cubie pockets, as well as medication lodged between the lid and casing of cubie pocket b3. The system functioned as intended field service engineer repaired the device.